Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, redness, inflammation, pimples, blisters, drainage and infection underneath sensor pod area. It was reported that the patient experienced an allergy that progressed to an infection. The patient consulted a doctor and the reaction was treated with a prescription of an oral antibiotic (cephalexin). At the time of the event the patient was fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024." H6: investigation conclusion - correction to remove code 24 cause traced to intentional off-label, unapproved, or contraindicated use.

Event description:
The sensor was inserted into the arm on (B)(6) 2024.